Manufacturer narrative:
The reported complaint of "the thermogard xp ivtm system (sn: (B)(4)) was not warming the patient" was not confirmed during the analysis of the event logs, and during functional testing. No device malfunction was found, and the thermogard console functioned as intended. The reported complaint was confirmed during the review of the patient data. A graph of the patient data showed a brief negative spike, which drove the bath temperature to go up rapidly. This was followed by a positive spike, which drove the bath temperature to go down to a minimum level. The system's control algorithm interpreted the rapid rate of the patient temperature rise as an issue, and therefore, it compensated by max cooling of the bath temperature. By the time the patient temperature had recovered, the bath temperature went from min to max, and this took several minutes due to the volume of coolant that needed to be warmed. This in turn delayed the rate of rewarming. This could be caused by either an intermittent temperature probe dislodgement, movement of the temperature probe, bad temperature probe to t1 connection, or possibly bladder lavage of the patient which can cause the negative/positive temperature readings. Upon visual inspection, no physical damage was observed. The event log review showed no significant discrepancies. The thermogard ivtm system passed all functional tests, and performed within the specification without any fault or error.

Event description:
During ivtm therapy, the user noted that the thermogard xp ivtm system (sn: (B)(4)) was not warming the patient. No additional information was provided by the customer. Another thermogard console was used to continue treatment. Patient's status is unknown.